Manufacturer narrative:
All buttons functioning properly. No moisture/damage/unlocked j2/lcd keypad connector during visual inspection noted. Unit passed self-test, unexpected restart error test and displacement test. No unexpected restart alarm or reset time/date anomaly after change battery noted during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and unexpected restart alarm. The customer¿s blood glucose level was 80 mg/dl. The customer reported that they had replaced battery and received unexpected restart alarm. It was reported that during the troubleshooting of the unexpected restart alarm they had issues with the up arrow button. It was reported that they were able to clear the alarm. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.